Manufacturer narrative:
B3: the event occurred in various dates from (B)(6) 2023 to (B)(6) 2024. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no data can be detected, packaging is damaged, connector is damaged, the data is out of order, which makes the product ineffective. There was patient involvement and no patient/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 02-may-2024. H6. Investigation codes: updated. Investigation summary: one used unit received for evaluation and decontaminated. Subassembly a950-02 of returned sample was subjected to the following testing: electrical testing: returned sample could not be electrically tested as the device was marked "leak" on the equipment. Vaccuum testing: the returned sample was found rejected during testing. Air leak testing: the returned sample was found rejected during testing. The returned sample was submerged into a container with water and air was applied to the device to identify the source of the leakage detected thru the vacuum and air tests. The device leaked from subassy a950-02 as bubbles were observed to be formed through this component. The returned sample was visually inspected by removing cover pn: 300-288 to verify the solder appearance. It was observed that the electrical board exhibited corrosion condition. Complaint is confirmed for the reported failure mode. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4323165 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4323453 and 4326182 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.